Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) - battery depletion-normal.

Event description:
It was reported that when the device was checked six months earlier, the remaining longevity was estimated to be 9 to 29 months. Some device reprogramming changes were made at that time to preserve the battery life. Five months later, the device reached eri (elective replacement indicator). This was referred to as 'unpredictable end of life behavior' and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that when the device was checked six months earlier, the remaining longevity was estimated to be 9 to 29 months. Some device reprogramming changes were made at that time to preserve the battery life. Five months later, the device reached eri (elective replacement indicator). This was referred to as 'unpredictable end of life behavior', and the device was replaced. No patient complications have been reported as a result of this event.